Manufacturer narrative:
Siderail timing link.

Event description:
It was reported by service report that the timing link was broken in half and the side rail would not lock into place. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.